Event description:
Caller reported 537 mg/dl on the compact meter and then 3-4 minutes later 150 mg/dl on compact plus meter. Reported no adverse event relative to discrepancy. A request was made for the return of the meters and strips, replacement sent.

Manufacturer narrative:
(B)(4). Torn iris seal the analysis results of device (a) confirmed that the iris seal was torn 360° around the top. The torn area appears to be below the o-ring 90 degrees, around the center and then, it propagated in vertical pattern to the lower seal ring. The finding suggests that the material was caught between the lower seal ring gear teeth and the upper inner seal ring, potentially as a result of surgeon technique. The analysis of devices (b) and (c) found that the seal materials were heavily wrinkled adjacent to the upper inner seal ring, still snagged between the lower seal ring gear teeth and upper inner seal ring, potentially as a result of surgeon technique. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap hand assisted left nephrectomy procedure, the surgeon used three devices that tore away from the seal of the device when he was removing his hand. He then used a fourth device that completed the procedure. There was no patient consequence reported.